Event description:
Healthcare professional reported "left side deflation". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening device radius side assessed as surgical damage. Additional observations: observed creases on the device. White particles observed inside device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "left side deflation". The device has been explanted and replaced.